Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw motor was making a chattering sound and not working good. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) was informed that the saw motor did not work correctly. The biomed replaced the saw motor with another available unit. This motor was at the MFR on 04/29/2014 for rebuild.